Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the customer accidentally programmed and delivered a bolus of 10 units, instead of a 1 unit bolus. To address the bg level, the customer consumed juice and bananas. Due to the event, on (B)(6) 2017, the customer went to the emergency room (ER) with a bg level in the 70's (mg/dl), and was treated with intravenous (IV) with sugar. A few hours later, the customer left the ER with a bg level in the 200's (mg/dl), feeling stable and with no injuries to the customer.